Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first trimester of pregnancy. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic infection, genital haemorrhage, pregnancy with contraceptive device and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic infection, genital haemorrhage, pregnancy with contraceptive device and abdominal pain to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infection), heavy bleeding (seen as genital bleeding) and unwanted pregnancy. She underwent a hysterectomy. Pregnancy outcome was not reported. The events are anticipated according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Genital bleeding may occur with essure therapy. In addition, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, no alternative explanation was given for the events. The gestational age was not provided. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), genital haemorrhage ("heavy bleeding"), haemorrhage in pregnancy ("vaginal bleeding during pregnancy"), abortion spontaneous ("conceived twins, miscarried 1") and pregnancy with contraceptive device ("unwanted pregnancy/ pregnancy (with complications)") in a 25-year-old female patient (para 6) who had essure (batch no. 910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included asthma and depression. Concomitant products included cortisone since 2013, naproxen sodium (anaprox) since 2017, naproxen1-mar-2012 to 2015, paracetamol (tylenol) since 2012, quetiapine (seroquel) since 2013, salbutamol (albuterol) from 1991 to 2015 and valproate semisodium (depakote) since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pairi/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") with headache, menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), rash ("rashes on her stomach, back and arms/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), weight decreased ("weight loss"), pain in extremity ("legs pain"), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue/ fatigue"), abdominal pain lower ("abdominal pain lower/ abdominal cramping"), back pain ("back pain"), weight fluctuation ("weight fluctuation") and pelvic pain ("pelvic pain/ pelvis pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with eugynon (levlen) and surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, genital haemorrhage, haemorrhage in pregnancy, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, migraine and weight fluctuation outcome was unknown, the abdominal pain, dysmenorrhoea, fatigue, dyspareunia, back pain, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, weight decreased, pain in extremity, uterine pain and vulvovaginal pain had resolved and the rash had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, migraine, pain in extremity, pelvic infection, pelvic pain, pregnancy with contraceptive device, rash, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff experienced three previous pregnancy episodes post essure in (B)(6) 2013 (miscarriage of 1 of 2 twins), (B)(6) 2015 (live birth) and (B)(6) 2016 (live birth) captured under the cases (B)(4) respectively. This was first pregnancy case post essure, she conceived twins, miscarried 1, continued pregnancy, natural birth of 1 daughter. She had essure removed on (B)(6) 2017 by total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Pregnancy test - in (B)(6) 2012: approximately six weeks pregnant. On (B)(6) 2012, patient learned that she was pregnant. Current weight as of 28-feb-2018: 168 lbs. Approximate weight at the time of essure placement 130 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events abnormal bleeding (menorrhagia), rashes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pelvis pain, head pain, pregnancy (with complications) were clubbed with previously reported events. Events vaginal haemorrhage, weight increased, weight decreased, pain in extremity, uterine pain, vulvovaginal pain, abortion spontaneous, device monitoring procedure not performed were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), genital haemorrhage ("heavy bleeding"), haemorrhage in pregnancy ("vaginal bleeding during pregnancy"), twin pregnancy ("twins"), abortion spontaneous ("post essure with miscarriage of 1 of 2 twins") and pregnancy with contraceptive device ("unwanted pregnancy/ pregnancy (with complications)") in a 25-year-old female patient (para 6) who had essure (batch no. 910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not had essure confirmation test". The patient's concurrent conditions included asthma and depression. Concomitant products included cortisone since 2013, naproxen sodium (anaprox) since 2017, naproxen1-(B)(6)2012 to 2015, paracetamol (tylenol) since 2012, quetiapine (seroquel) since 2013, salbutamol (albuterol) from 1991 to 2015 and valproate semisodium (depakote) since 2013. On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pairi/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") with headache, menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), rash ("rashes on her stomach, back and arms/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), weight decreased ("weight loss"), pain in extremity ("legs pain"), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue/ fatigue"), abdominal pain lower ("abdominal pain lower/ abdominal cramping"), back pain ("back pain"), weight fluctuation ("weight fluctuation") and pelvic pain ("pelvic pain/ pelvis pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with eugynon (levlen) and surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic infection, genital haemorrhage, haemorrhage in pregnancy, twin pregnancy, abortion spontaneous, pregnancy with contraceptive device, abdominal pain lower, migraine and weight fluctuation outcome was unknown, the abdominal pain, dysmenorrhoea, fatigue, dyspareunia, back pain, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, weight decreased, pain in extremity, uterine pain and vulvovaginal pain had resolved and the rash had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6)2013. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, migraine, pain in extremity, pelvic infection, pelvic pain, pregnancy with contraceptive device, rash, twin pregnancy, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff experienced three previous pregnancy episodes post essure in (B)(6)2013 (miscarriage of 1 of 2 twins), (B)(6)2015 (live birth) and (B)(6)2016 (live birth) captured under the cases(B)(4) respectively. This was first pregnancy case post essure, she conceived twins, miscarried 1, continued pregnancy, natural birth of 1 daughter. She had essure removed on (B)(6)2017 by total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Pregnancy test - in (B)(6)2012: approximately six weeks pregnant on (B)(6)2012, procedure performed: hysteroscopy, placement of essure implant. Finding: normal uterine cavity. However, endometrial lining was fluffy and thick, obscuring the view of the fundal area, where the ostia were located. Procedure in detail: the essure was placed with no difficulty about one loop was left on the outside of the endometrial cavity. On the right side, however, the tubal ostium was located at the corner which was covered by a rather thick endometrium making it difficult to visualize nonetheless with manipulation of the tenaculum, was able to see the ostium and the essure implant was inserted which was then dislodged. However, upon observation noted the distal end of the essure implant was visualized on outside and yet, the proximal end was inside the tubal cavity which was how to explain the cause of this appearance. The second insertion was attempted with no difficulty. Nonetheless, 2 loops were noted on the outside. The tubal segment noted no bleeding. There was some slight oozing from the endometrium surrounding the ostium. At the very end of the procedure, it has become hemostatic. Some bleeding was noted from the tenaculum site. Upon compression with the ring forceps and use of silver nitrate stick, hemostasis was achieved and no bleeding was noted. On (B)(6)2012, patient learned that she was pregnant. Current weight as of (B)(6)2018: 168 lbs. Approximate weight at the time of essure placement 130 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, dysmenorrhoea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), genital haemorrhage ("heavy bleeding"), haemorrhage in pregnancy ("vaginal bleeding during pregnancy"), twin pregnancy ("twins"), foetal death ("post essure with miscarriage of 1 of 2 twins") and pregnancy with contraceptive device ("unwanted pregnancy/ pregnancy (with complications)") in a 25-year-old female patient (para 6) who had essure (batch no. 910514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not had essure confirmation test". The patient's concurrent conditions included asthma and depression. Concomitant products included cortisone since 2013, naproxen sodium (anaprox) since 2017, naproxen1-mar-2012 to 2015, paracetamol (tylenol) since 2012, quetiapine (seroquel) since 2013, salbutamol (albuterol) from 1991 to 2015 and valproate semisodium (depakote) since 2013. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pairi/ dysmenorrhea (cramping)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") with headache, menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), rash ("rashes on her stomach, back and arms/ rashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), weight increased ("weight gain"), weight decreased ("weight loss"), pain in extremity ("legs pain"), uterine pain ("uterine pain") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), twin pregnancy (seriousness criterion medically significant), foetal death (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), fatigue ("chronic fatigue/ fatigue"), abdominal pain lower ("abdominal pain lower/ abdominal cramping"), back pain ("back pain"), weight fluctuation ("weight fluctuation") and pelvic pain ("pelvic pain/ pelvis pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with eugynon (levlen) and surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, genital haemorrhage, haemorrhage in pregnancy, twin pregnancy, foetal death, pregnancy with contraceptive device, abdominal pain lower, migraine and weight fluctuation outcome was unknown, the abdominal pain, dysmenorrhoea, fatigue, dyspareunia, back pain, menorrhagia, pelvic pain, vaginal haemorrhage, weight increased, weight decreased, pain in extremity, uterine pain and vulvovaginal pain had resolved and the rash had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, foetal death, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, migraine, pain in extremity, pelvic infection, pelvic pain, pregnancy with contraceptive device, rash, twin pregnancy, uterine pain, vaginal haemorrhage, vulvovaginal pain, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: the plaintiff experienced three previous pregnancy episodes post essure in (B)(6) 2013 (miscarriage of 1 of 2 twins), (B)(6) 2015 (live birth) and (B)(6) 2016 (live birth) captured under the cases (B)(4) respectively. This was first pregnancy case post essure, she conceived twins, miscarried 1, continued pregnancy, natural birth of 1 daughter. She had essure removed on (B)(6) 2017 by total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Pregnancy test - in (B)(6) 2012: approximately six weeks pregnant on (B)(6) 2012, procedure performed: hysteroscopy, placement of essure implant. Finding: normal uterine cavity. However, endometrial lining was fluffy and thick, obscuring the view of the fundal area, where the ostia were located. Procedure in detail: the essure was placed with no difficulty about one loop was left on the outside of the endometrial cavity. On the right side, however, the tubal ostium was located at the corner which was covered by a rather thick endometrium making it difficult to visualize nonetheless with manipulation of the tenaculum, was able to see the ostium and the essure implant was inserted which was then dislodged. However, upon observation noted the distal end of the essure implant was visualized on outside and yet, the proximal end was inside the tubal cavity which was how to explain the cause of this appearance. The second insertion was attempted with no difficulty. Nonetheless, 2 loops were noted on the outside. The tubal segment noted no bleeding. There was some slight oozing from the endometrium surrounding the ostium. At the very end of the procedure, it has become hemostatic. Some bleeding was noted from the tenaculum site. Upon compression with the ring forceps and use of silver nitrate stick, hemostasis was achieved and no bleeding was noted. On (B)(6) 2012, patient learned that she was pregnant. Current weight as of (B)(6) 2018: 168 lbs. Approximate weight at the time of essure placement 130 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, dysmenorrhoea, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jul-2018: case (B)(4) was identified as a duplicate of this case and will be deleted from bayer database. All information was transferred to this remaining case - event twin pregnancy with fetal loss and retention of one fetus added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic infection ("infections"), genital haemorrhage ("heavy bleeding"), haemorrhage in pregnancy ("vaginal bleeding during pregnancy") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("abnormally severe menstrual pairi"), fatigue ("chronic fatigue"), dyspareunia ("painful intercourse"), abdominal pain lower ("abdominal pain lower/ abdominal cramping"), back pain ("back pain"), migraine ("migraines") with headache, menorrhagia ("abnormally heavy menstrual bleeding"), rash ("rashes on her stomach, back and arms"), weight fluctuation ("weight fluctuation") and pelvic pain ("pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic infection, genital haemorrhage, haemorrhage in pregnancy, pregnancy with contraceptive device, abdominal pain, dysmenorrhoea, fatigue, dyspareunia, abdominal pain lower, back pain, migraine, menorrhagia, rash, weight fluctuation and pelvic pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, migraine, pelvic infection, pelvic pain, pregnancy with contraceptive device, rash and weight fluctuation to be related to essure. The reporter commented: she underwent hysterectomy and bilateral salpingectomy during which her cervix, uterus, and both fallopian tubes were all removed. Plaintiff symptoms have mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test: in (B)(6) 2012: approximately six weeks pregnant. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u summons received-events abnormally severe menstrual pain, chronic fatigue, painful intercourse, severe abdominal,lower back and pelvic pain, migraines, abnormally heavy menstrual bleeding, abdominal cramping, rashes on her stomach, back and arms; and weight fluctuation added. Pregnancy outcome updated with live birth vaginal delivery. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type. Initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are known possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-feb-2017: incident - quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infection), heavy bleeding (seen as genital bleeding) and unwanted pregnancy. She underwent a hysterectomy. Pregnancy outcome was not reported. The events are anticipated according to the reference safety information for essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Genital bleeding may occur with essure therapy. In addition, unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this case, no alternative explanation was given for the events. The gestational age was not provided. Based on the nature of the events, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious event was reported. A product technical analysis resulted in an unconfirmed but plausible quality defect and a relationship with the reported medical events or lack of efficacy cannot be totally excluded. Further information will be obtained through the litigation process.